Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had touchscreen issue. The field service engineer powered off the monitor, checked the connections, and found that the tower was powered off. The tower was then powered on, which also turned on the monitor. The drawers were tested, and the system was rebooted. The fse logged in using bio ID and exited via the touchscreen. The station was confirmed to be fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a touchscreen issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.